Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: a worn-out socket slider switch causing intermittent use of high intensity mode and a non-olympus lamp life meter reading at 300+ hours, measuring light output outside of specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during an esophagogastroduodenoscopy and colonoscopy procedure, intermittently, a b30 scope communication error message was displayed on the evis exera iii xenon light source. The b30 error message displayed momentarily and then went away. The customer obtained another mobile endoscopy cart and a different scope to complete the procedure; however, this time the mobile cart experienced some sort of image issue. The customer will be sending the four (4) endoscopy scopes and the light source that experienced image problems to olympus for evaluation. The customer is not sure if the issue was due to the scopes or the light source. The intended procedure was prolonged due to the customer having to change rooms. Also causing the patient's anesthesia to be extended by ten (10) minutes. The procedures were completed successfully with a similar device with no patient injuries.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Since the report of the b30 error message was unable to be replicated during device evaluation, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.